Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: when arterial blood is collected, it's clotting.

Manufacturer narrative:
B.2. Date of event has been updated to 07/14/2022. B.5. Additional details of the failure from the customer were added.

Event description:
When arterial blood is collected, it's clotting. Information received - 24.aug.2022: - did sample clot during sample collection, or some time after? Immediately after collection (including umbilical cord collection). - if after, how long? Not informed. - is sample clotting in syringe? Or in another component? In the syringe itself. - if sample is clotting in another component, what component? Material and batch #, if possible; not informed. - was there any damage/impact to patient/health professional? Always necessary to recollect. - was medical intervention needed? No. - pictures availability; there are no photos or videos available. - physical sample availability and information needed to collect/ship it; there are new syringes available. Description of the notivisa form event: when collecting arterial blood, coagulation is occurring.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-11. H.6. Investigation summary: bd received 10 samples for investigation. The samples were analyzed for heparin content and the indicated failure mode for clotting with the incident lot was observed in 1 of the samples as it did not have heparin. Additionally, 10 retention samples from bd inventory were analyzed for heparin content and the issue of clotting was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd a-line¿, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: when arterial blood is collected, it's clotting.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd a-line¿, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: when arterial blood is collected, it's clotting.